Manufacturer narrative:
(B)(4) - non-surgical medical intervention performed. (B)(4) - the reported issue of stent migrated. The reported issue of stent positioning problem the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent enteral covered endoprostheses was implanted within the duodenum of a cancer patient, during an endoscopic retrograde cholangiopancreatography procedure, on an unknown date. According to the complainant, the patient presented with a stricture within the common bile duct. It was reported that the patient's anatomy was no more tortuous then usual, and no pre dilatation was performed. There were no complications during the stent placement procedure, and no visible damage to the metal stent body. Post procedure, it was discovered that the stent had migrated and the wires had caused local edema and tissue erosion along the duodenum. At this time, the physician realized that he had placed the stent "too far out" and attributed the migration to the placement. The stent was removed from the patient on (B)(6) 2011, and a partially covered wallflex stent was implanted. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.